Manufacturer narrative:
H3: device evaluation - lens was returned in specimen cup. Visible inspection found no visible damage to lens. H6: clincal code - 1937 corrected to 4582. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -5.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted due to excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as device. Reportedly, objective sle: trace dmf.